Event description:
Caller reported that the t:slim x2 pump battery would not charge, despite using both the tandem charging cable and wall adapter. Attempts to use different charging cables and wall adapters did not resolve the issue. There was no adverse impact to the customer¿s blood glucose level. As a corrective action, tandem technical support will replace the pump, and the caller will use multiple daily injections (mdi) as a backup therapy. Cts confirmed the shipping address, instructed the caller to put the pump into storage mode before returning it, and provided a return box with a pre-paid label for returning the problematic pump within 10 days.